Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated field(s): d4, d8, d9, h2, h4, h6, h11. The device was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting and was not able to resolve the reported allegation. Based on the results of the investigation, olympus confirmed the reported event, however, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use ligating device polyloop was defective wherein the polyloop yellow slider was not sliding properly to close loop and seemed to get stuck on sheath. The issue occurred during and unknown colonoscopy procedure that was completed with a similar device. There were no reports of patient harm.